Event description:
021098-physician thought there might be a technical problem since patient experienced acute flow drop. Patient taken to o.r.; air was "everywhere" and "in the aorta" decision made to terminate everything. 021198-physician stated that patient had a bsa of 1.8 and a large heart. The device was in the normal position. The inlet may be too high, the umbilicus was high. Perc line put right of umbilicus. Sewing ring attached to inflow conduit with attached blue thread, the band and umbilical tape. Patient tamponade. When opened in o.r., air sucked. Inlet conduit found to be out of sewing ring. Device was not anchored.